Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported by the attorney, through the filing of a lawsuit, that the patient underwent a right total hip arthroplasty on (B)(6) 2011 where she was implanted with a stryker hip system. It is further alleged that blood work revealed excessive levels of chromium and cobalt in her system. The patient has not yet been revised.

Manufacturer narrative:
Device information added. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. Although the reported lot code is in the scope of the CAPA, the reported failure mode is not in the scope of this recall. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. An event regarding abnormal ion levels involving an v40 metal head was reported. The event was not confirmed. Method & results: product evaluation and results: visual, dimensional, functional inspection, and material analysis were not performed as the item was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the product history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: the reported event for ¿alleged blood work revealed excessive levels of chromium and cobalt in her system¿ was not confirmed nor the root cause determined. The devices were not returned for evaluation and insufficient medical information was provided. Further information such as the return of the devices and medical documentation are needed. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
It was reported by the attorney, through the filing of a lawsuit, that the patient underwent a right total hip arthroplasty on (B)(6) 2011 where she was implanted with a stryker hip system. It is further alleged that blood work revealed excessive levels of chromium and cobalt in her system. The patient has not yet been revised.